Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer service states the dealer states the right crossbrace is broken at the weld.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: broken tubing at center hole. Complaint of right crossbrace is broken at the weld was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: broken tubing at center hole. Customer service states the dealer states the right crossbrace is broken at the weld.